Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: a review of the pump¿s history showed a replace battery alarm. A visual inspection of the pump showed a cracked battery compartment with evidence of moisture damage. The pump was able to power on during testing; however, while being exercised with a new battery, a low battery warning and replace battery alarm were emitted. The pump cover was opened and no further moisture ingress or damage to the power circuit was found. Unrelated to complaint, a review of the pump¿s history revealed a time and date reset to factory default. The internal clock battery was found to be leaking. The display screen was dim and discolored during testing, and resetting the contrast did not affect the display visibility. Additionally, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive during testing. The keypad cover was removed and evidence of contamination was found under the keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump would not power on despite multiple battery changes. The reporter noted evidence of moisture in the battery compartment but denied any damaged to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.